Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: loestrin from 2006 to (B)(6) 2010. Concurrent conditions included menses irregular. Concomitant products included progesterone. In (B)(6) 2011, the patient experienced fatigue ("fatigue"), anxiety ("anxiety"), pyrexia ("unexplained fever"), abdominal distension ("swelling/bloating"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hypertension ("high blood pressure"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurring"), dry eye ("dry eye"), weight increased ("weight gain"), abdominal discomfort ("upset gi system"), alopecia ("hair loss") and trichorrhexis ("hair loss / breakage very brittle"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced urinary tract infection ("infection type: urinary tract"), tooth disorder ("dental problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced urticaria ("hives"), allergy to metals ("metal intolerance / nickel allergy / severe allergy/ metal intolerance") and systemic lupus erythematosus (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced myalgia ("muscle pain") and arthralgia ("joint pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("back pain"), rash ("rashes"), hypoaesthesia ("numbness"), paraesthesia ("tingling in her arms and legs"), dysgeusia ("metal taste in her mouth") and pruritus ("itching"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy with removal of the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, rash, hypoaesthesia, paraesthesia, dysgeusia, pruritus, fatigue, anxiety, myalgia and arthralgia had resolved and the pyrexia, abdominal distension, vaginal haemorrhage, menorrhagia, urticaria, allergy to metals, urinary tract infection, female sexual dysfunction, hypertension, tooth disorder, dysmenorrhoea, vaginal discharge, vision blurred, dry eye, weight increased, abdominal discomfort, alopecia, systemic lupus erythematosus and trichorrhexis outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, dry eye, dysgeusia, dysmenorrhoea, fatigue, female sexual dysfunction, hypertension, hypoaesthesia, menorrhagia, myalgia, paraesthesia, pelvic pain, pruritus, pyrexia, rash, systemic lupus erythematosus, tooth disorder, trichorrhexis, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she is still recovering from the surgery but her symptoms seem to have substantially resolved since surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.492 kgs. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-jul-2018: plaintiff fact sheet received. Events fever, bloating, abnormal bleeding vaginal, menorrhagia, hives, metal intolerance, urinary tract infection, apareunia, anxiety, hives, high blood pressure, dental problems, nickel allergy, dysmenorrhea, vaginal discharge, blurring/dry eye, weight gain, upset gi system, hair loss , hair breakage are added. Lab data updated. Historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("back pain"), rash ("rashes"), hypoaesthesia ("numbness"), paraesthesia ("tingling in her arms and legs"), dysgeusia ("metal taste in her mouth"), pruritus ("itching"), fatigue ("fatigue") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy with removal of the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, rash, hypoaesthesia, paraesthesia, dysgeusia, pruritus, fatigue and anxiety had resolved. The reporter considered abdominal pain, anxiety, back pain, dysgeusia, fatigue, hypoaesthesia, paraesthesia, pelvic pain, pruritus and rash to be related to essure. The reporter commented: she is still recovering from the surgery but her symptoms seem to have substantially resolved since surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.